Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the customer called in a service request for this item for "device failure. Saw attachment does not function. Attachment send in for evaluation and repair." During the previous 6 months, the item was returned on: january 23, 2014 for service. The investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. After pre-repair diagnostic assessment, the device has not been serviced. The service technician noted the following action taken repair. The device has been serviced and functional testing has been performed in accordance with service manual 532.021 - pre-repair diagnostic assessment/repair verification. During the pre-repair diagnostic assessment the service technician identified the following failure: coupling tool side defect. The root cause of the event was determined to be normal wear. The device was repaired and returned to the customer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the saw attachment does not function. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.